Manufacturer narrative:
A getinge field service engineer evaluated the unit and found that they are currently in the process of pulling back all available inventory of the disposable helium tanks and sending them back to the supplier to have each tank valve measured and also additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Further received the root cause analysis for this failure on helium tank has already been done and there is no need to send the cylinders back, so they can scrap it locally. Additionally, the work with the supplier is performed to ensure this issue does not happen again. Root cause is being investigated in 23-scar-cahw-021 & 23-srf-cahw-027. The valve is created by condon mfg. Co. Inc. And as per the investigation during the manufacture of the female valve yoke by the supplier, the two indexed drill holes were manufactured out of the tolerance for the specification.the non-conformances with the returned components were confirmed. However, the root cause is determined.

Event description:
It was reported that during in installation performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) has an out of box failure. Helium bottle does not fit in his place. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e4, h6 (clinical and impact code). Updated data: b3, b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in installation the cardiosave intra-aortic balloon pump (iabp) has an out of box failure. Helium bottle does not fit in his place.